Manufacturer narrative:
Submit date: 02/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports under delivery. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that unit under deliver. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports under delivery. No patient involvement.